Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Femoral imaging was not performed. It should be noted that the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Device code 2017- failure to follow steps/instructions.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via a 10f sheath hole prior to a interventional ablation procedure. No femoral angiogram or other imaging was taken to verify the puncture site. The sutures of a proglide device were successfully placed. The ablation procedure was completed. Reportedly post procedure, when the knot of the proglide was being advanced with the suture trimmer, a suture break occurred. The physician commented that it was possible that the rail suture was pulled with too much force causing the suture break. A figure of 8 suture was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.